Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. Unknown when soft tissue irritation began. This report is for unknown screw locking/unknown lot number. Implant date: initial surgery was in (B)(6) of 2017 but actual day is unknown. Complainant part is not expected to be returned for manufacturer. Review/investigation, as part remains with the facility. (B)(4). A review of the device history records has been requested and is currently pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 that hardware removal was performed due to soft tissue irritation. One 3.5mm lcp t-plate 4h head/4h shaft/56mm-right angle, one 2.7mm/3.5mm lcp lateral distal fibula plate 3h/right/73mm, eight 3.5mm cortex screws, one 3.5mm locking screw, and four 2.7mm locking screws were removed. Initial surgery was in (B)(6) of 2017 but actual day is unknown. All parts were removed without any issues and intact. Removal surgery was completed successfully without any new implantation and patient status was satisfactory. This complaint involves 5 parts this report is 4 of 5 for (B)(4).